Manufacturer narrative:
The reported events of separation failure and connection problem were not confirmed. A visual inspection revealed the outer and inner helixes were stretched out of specification. The inner and outer helixes elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed revealed no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During implant procedure, the right ventricular (rv) leadless pacemaker (lp) was unable to be released from the delivery catheter. Following this, the rv lp was unable to be docked to the delivery catheter. The rv lp was not implanted and a new rv lp and catheter were used to resolve this event. The patient was stable.